Manufacturer narrative:
The reported issue that the device had a scanning and communication issue could not be confirmed; no product or device logs were returned for investigation. It could also not be ascertained if the issue was associated with a pcu or the alaris barcode scanner module. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts.

Event description:
It was reported that the device had a scanning and communication issue. Issues with the cmc phone. Difficulty detecting the label and the label not associating. There was no patient harm. No additional information provided.